Event description:
On (B)(6) 2018 pt had MRI of humerus and ankle. Pt had bilateral cochlear implants. Implant cochlear contour advance which were wrapped using the MFR's head wrap kit. Skull x-ray taken pre-MRI. Skull x-ray taken post-MRI showed that right cochlear implant magnet had become unseated. Right magnet surgically reseated (B)(6) 2018.